Manufacturer narrative:
Customer had not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the listed device had been in use with the patient for three hours when the patient experienced difficulty breathing and speaking. Replacement of the tracheostomy tube was required. No incident related medical sequela was reported.